Event description:
2nd report: between april 5 and june 5, 1998 temperatures of 50 pts were monitored using the tympanic thermometer and an over-the-counter, thermometer. The temperatures read with the tympanic thermometer were 2 degrees lower for 37 pts and more than 2 degrees lower for 8 other pts. Temperature accuracy is an important post anesthetic parameter. It is imperative for pt care & quality assurance that accurate devices be utilized.